Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During preventative maintenance of the device, the service representative reported inaccurate voltage readings from the power supply. The service representative found the problem to be a shorted lamp and the lamp was repaired. Since the event occurred during preventative maintenance, there was no patient involvement this event.